Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the oxygen sensor and the device then passed all testing.

Event description:
It was reported that during patient use, a ventilator was displaying inaccurate oxygen readings. The patient was not transferred to another device. There was no patient harm reported as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.